Event description:
It was reported that during patient use, the ventilator shut down. The ventilator was in use on a patient at the time of the event occurred. There was no patient harm or injury as a result of the event. The patient was transferred to an alternate ventilator.